Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent removal of suture from the bladder due to sui. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, organ perforation and dyspareunia. It was reported that patient underwent a cystourethroscopy and excision of the bladder foreign body, excision of vaginal foreign body and vaginal mesh on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a&p repair and autologous bladder sling implant on (B)(6) 2003 due to cystocele, rectocele and sui. (B)(4).